Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not available. Additional information has been requested. Should it become available, a supplemental report will be submitted.

Event description:
The turbohawk had plastic on the cutter when removed from the patient. No injury reported. Investigation of the returned device on (B)(4) 2014 found a ribbon of transparent polymer exiting the tip assembly housing window. The nature of the material is consistent with the lining of a guide sheath. Additionally, after extracting the lining from the tip of the turbohawk, a metalic fragment also came out. The fragment is identified as a retainer hoop from a stent (unknown make/model).

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.